Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor displayed an error message during an attempt to interrogate while still in a box. There was no patient involved or consequences as the device was still in a box.

Manufacturer narrative:
Final analysis confirmed the reported event. Analysis of device image indicated that memory corruption occurred during the manufacturing process. Further testing was performed by reloading the product code and all tests results were normal, memory corruption could not be reproduced. A manufacturing anomaly may have occurred that resulted in the reported error message due to memory corruption.

Event description:
New information received following a fault investigation suggests the error was a memory error with a power up or power down procedure error.